Event description:
Country of complaint: (B)(6). While placing the quintex dynamic screw 4.0x16mm, the internal locking ring would pop out of the screw head. The locking ring could be found instantly. No operation time delay. No harm to pt.

Manufacturer narrative:
Mfg site eval: the implant was inspected microscopically. The screw shows some mechanical defects such as damaged edges of the socket and several bent segments of the locking ring. The circular wear mark in the screw is an indication that the locking ring rotated in the screw before it came out. Without further knowledge and circumstances, we assume, that the screwdriver was positioned and /or driven with a wrong angle. This is the basic cause in ring losing causes like this. A review of the mfg file of batch 52008070 was completed. The quality records as well as the production documents comply with OEM specs and do not present any discrepancy. No other similar incident was declared to us concerning this batch.